Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that a falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The quality control was within range on the day of event. The customer was unable to provide the sample identifier, date of event, nor confirm results obtained on the patient sample that occurred a week prior to (B)(6)2023. Therefore, section b3 was intentionally left blank. Siemens reviewed the instrument files in an attempt to find the sample in question and observed that sample identifier (B)(6) recovered with similar results on (B)(6)2023 and provided this information in section b6. The customer also informed siemens that there was a buildup on the cuvette ring access panel. Therefore, the access panel was cleaned. Siemens remotely assisted the customer and cleaned server 1, aliquot, and imt (integrated multisensor technology) drains and probes. The probes were also inspected and it was determined that the probes were straight and tubing was tightly seated. Then, the aliquot and imt probes were cleaned. Next, the reagent probes were cleaned with sodium hydroxide. The pump was also primed multiple times. Then, the server 1 and imt probes were aligned. Lastly, a quick check was performed and recovered acceptably. Siemens reviewed the instrument data and determined that there was no issue with reagent. The calibration files demonstrated that the customer was unable to obtain an acceptable calibration. Siemens determined that the routine maintenance tasks performed resolved the issue. The cause of the falsely depressed vanc result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was reported to the pharmacist(s), who questioned the result. The sample was repeated on the original instrument, recovering higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vanc result.